Event description:
The customer reported that during routine testing of a star sync patient interface, their repair technician identified that the apnea alarm was not functional at any delay setting. The customer isolated the front panel pca as the cause.